Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, de novo lesion in the right coronary artery (rca). The 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance from the anatomy and inflated to 15 atmospheres (atm) when the balloon ruptured. The bdc was removed and a non-abbott bdc dilated the lesion without issue, followed by stent implantation to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.